Event description:
Patient had angiodynamic vortex port placed (B)(6) 2025. In less than 20 days. No blood return noted on (B)(6), infusion rn instilled cathflo per protocol for two hours, still no blood return. (B)(6) 2025 patient sent to ir for portogram where and then underwent successful port repositioning and stripping for fibrin sheath. It was noted catheter adhered to the superior vena cava.